Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, it was reported that the patient developed an infection at the implant site. Subsequently, the patient was treated with oral and topical medications (type not reported).